Manufacturer narrative:
Date of initial report: 2017-06-15. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lymph node dissection, the electrode detached when dissecting a lymph node. The broken piece did not fall within the patient cavity. No patient injury occurred, and a new device was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.